Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color despite multiple angle adjustments. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The device was used following a retrograde right femoral puncture during aneurysm surgery. The physician has many years of experience using the 7f exoseal vascular closure device (vcd). Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device will be returned for evaluation. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in a manufacturing position, and the indicator wire was found not deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. The guard was first locked successfully to enable an indicator wire deployment simulation, during which no issues related to the reported event were observed, as the indicator wire deployed as expected. The indicator wire was then pulled to achieve the black/black position in the indicator window, after which the deployment lever was fully depressed, resulting in the indicator wire retraction and the plug deploying as expected. Finally, the indicator window advanced to the black/white and red position as intended. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device since the functional analysis was completed and full window transition with successful deployment was achieved. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, as the device was received with the cowling/guard not locked, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color despite multiple angle adjustments. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The device was used following a retrograde right femoral puncture during aneurysm surgery. The physician has many years of experience using the 7f exoseal vascular closure device (vcd). The device will be returned for evaluation.